Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by the customer that cracks in the IV extensions and tubing being bent on the primary lines, leaking out below chamber, and cracks noted to tubing just below chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.